Event description:
It was reported the patient was admitted to the hospital and was ¿ready to have another¿ MRI. It was reported the reason the patient was in the hospital was because she had surgery but was not because of the pump. It was noted the pump had been filled a couple of days ago. The device system was used to deliver fentanyl and baclofen. It was later reported a motor stall and motor stall recovery were recorded in the event logs following an MRI on (B)(6) 2013. The stall was in the logs at 15:57 with no recovery noted. The reporter interrogated a third time on (B)(6) 2013 at 17:37 and the stall recovered. It was noted the patient was ¿(B)(4)¿ and had ¿some¿ spasms. It was noted it was ¿normal¿ for the patient to have ¿some¿ spasms. It was noted the patient also had an MRI on (B)(6) 2013 and a motor stall and recovery occurred as a result of that event however the length of the stall was not provided. It was noted it was ¿unclear¿ if the patient had any alarms. The reporter did not hear any. It was later confirmed the stall did not recover within two hours. The patient was reportedly receiving effective therapy and ¿no other calls¿ were received.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).